Event description:
The account reports that a pt underwent cataract surgery with implantation of the crystalens on the right eye. Postoperatively, the pt expressed dissatisfaction and alleged no longer has reading capability. No additional info was provided. Additional info has been requested from the reporter.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.